Event description:
It was reported that a user experienced inaccurate and unavailable glucose readings from a third-party cgm sensor (libre 3+), including a sensor showing 134 mg/dl while a contemporaneous fingerstick was over 400 mg/dl, followed by replacement sensor pairing failures, sensor error, sensor unavailable, scan error, and a notification that the sensor had already been started; the user performed a fingerstick of 566 mg/dl and entered the value into the ilet, and troubleshooting and education were provided. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings available, and cause was not established. It was concluded, based on previously established findings for similar reports, that the cause was insufficient information. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.